Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose was 36 mg/dl at the time of the incident and was treated with glucose tablets. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was not using auto mode at the time of the event. The customer does not allege that the insulin pump was over delivering. The insulin pump will not be returned for analysis.